Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Caller states her mother read 567mg/dl fasting on the meter and when she took her mother to the hospital she read 300mg/dl. Customers normal range is 140-200mg/dl. Caller states her mother has no signs or symptoms of high blood glucose and customer has been in the hospital receiving medical attention due to results obtained from meter. The meter does not have the proper date and time and the customer was not available in order to run the back to back blood test. Heat ticket #:(B)(4). Call type: high result - review for possible MDR. How are you feeling: well / ok. Symptoms: n/a. Medical attention needed: no. Expected results: 140-200mg/dl fasting: yes. Strip expiration date: 09/30/2017. Strip open date: (B)(6) 2015. Strip storage: yes, stored correctly. Control available: undisclosed. Control result: undisclosed. Control expiration date:n /a. Control expected range:undisclosed. Control storage: n/a. Blood test 1: undisclosed. Blood test 2: undisclosed. Reviewed meter memory 270mg/dl, (B)(6) 2015 09:45:00 pm, fasting: yes. 278mg/dl, (B)(6 )2015 01:42:00 pm, fasting: yes. 276mg/dl, (B)(6) 2015 10:04:00 am, fasting: yes. 270mg/dl, (B)(6) 2015 08:29:00 pm, fasting:yes. 240mg/dl, (B)(6) 2015 09:00:00 am, fasting: yes. Customers concern:5 67mg/dl, (B)(6) 2015 4:30 pm. Caller states her mother read 567mg/dl fasting on the meter and when she took her mother to the hospital she read 300mg/dl. Customers normal range is 140-200mg/dl.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Caller states her mother read 567mg/dl fasting on the meter and when she took her mother to the hospital she read 300mg/dl. Customers normal range is 140-200mg/dl. Caller states her mother has no signs or symptoms of high blood glucose and customer has been in the hospital receiving medical attention due to results obtained from meter. The meter does not have the proper date and time and the customer was not available in order to run the back to back blood test. Heat ticket #: (B)(4). Call type: high result - review for possible MDR. How are you feeling:well / ok. Symptoms: n/a. Medical attention needed: no. Expected results: 140-200mg/dl fasting: yes. Strip expiration date: 09/30/2017. Strip open date: (B)(6) 2015. Strip storage:yes, stored correctly. Control available: undisclosed. Control result: undisclosed. Control expiration date: n/a. Control expected range:undisclosed. Control storage: n/a. Blood test 1: undisclosed. Blood test 2: undisclosed. Reviewed meter memory 1: 270mg/dl (B)(6) 2015 09:45:00 pm fasting: yes; 2: 278mg/dl (B)(6) 2015 01:42:00 pm fasting: yes; 3: 276mg/dl (B)(6) 2015 10:04:00 am fasting: yes; 4: 270mg/dl (B)(6) 2015 08:29:00 pm fasting: yes; 5: 240mg/dl 06/12/2015 09:00:00 am fasting: yes customers concern: 567mg/dl (B)(6) 2015 4:30 pm. Caller states her mother read 567mg/dl fasting on the meter and when she took her mother to the hospital she read 300mg/dl. Customers normal range is 140-200mg/dl.